Event description:
Device reported eos during interrogation. Battery was 77 percent a few days ago. No shocks or procedures reported. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection, the eos battery status could be confirmed. Further analysis indicated, that the eos battery status was properly activated due to a depleted battery. Based on the data available for analysis no conclusion can be drawn regarding the root cause of the battery depletion. However, should additional relevant information or the device itself become available, the investigation will be updated.